Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. Per the reporter, the dose of baclofen was supposed to be ¿25¿ however they were starting it very low due to the patient had an adverse reaction to the pre-implant injection trial. The indication for use was spasticity. It was reported that the patient was implanted on friday (B)(6) 2018 for spasticity. The patient was in the ICU (intensive care unit) on saturday and part of sunday because there were lots of complications/problems with the patient¿s breathing. Per the reporter the patient¿s breathing kept stopping and they did not know if it was because of the anesthesia or maybe too much baclofen. The patient was now home recovering. The patient was doing better but their blood pressure had been very low and the oxygen level on the proximity sensor had been in the 80¿s. The patient¿s next appointment was on (B)(6) 2018 with the healthcare provider. The reporter had talked to the healthcare provider and they wanted the reporter to keep an eye on any changes and keep the appointment for the (B)(6) 2018. The reporter stated he was a little nervous and wanted to know if the pump was working. The reporter had pulled the ptm (personal therapy manager) out of the box yesterday hoping to read at least that the pump was working and what the settings were, however, the reporter was not able to use the ptm (personal therapy manager), it was disabled. The reporter was frustrated that they put the device in the patient and the instructions say to make sure everything was working properly but the reporter had no way of knowing that the pump was working properly without being able to use the ptm (personal therapy manager). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics that reported the brand of baclofen was gablofen 500mcg/ml at 25mcg/day. With regards to the outcome for the reported events of complications with breathing, breathing kept stopping, blood pressure had been very low, oxygen level had been in the ¿80¿s¿ and could not use her muscles from the waist down for 3 days it was noted that the patient was also taking oral tizanidine 4mg/tid and oral valium. The medical treatment the patient received was reported as oral tizanidine and valium was discontinued. The baclofen was not discontinued in response these adverse events. The dates of the patient¿s admission/discharge to the hospital was (B)(6) 2018 through (B)(6) 2018. The patient¿s admitting diagnoses were generalized weakness/dehydration. The patient¿s pertinent medical history included history of pls (primay lateral sclerosis) and severe spasticity. No further complications were reported.